Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Plate and screws were explanted in the same surgery, see MDR 1032347-2011-00015 also.

Event description:
It was reported the patient had lactosorb plates and screws implanted on (B)(6) 2010 for fracture of the left cheek bone. On (B)(6) 2011 the doctor found that there was pus around the maxillary air sinus and decided to remove the implants due to the discharge of pus. The removal occurred on (B)(6) 2011.